Event description:
Treatment of an ophthalmic aneurysm. It was reported that the pushwire broke off during deployment of the second pipeline due to excessive torque. The broken segment was successfully retrieved with an alligator. No patient injury reported.

Manufacturer narrative:
The proximal segment was returned with approximately 2.8cm of the distal segment missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4) = pushwire separation. (B)(4).